Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven shocks as inappropriate therapy due t-wave oversensing. Technical services (ts) was consulted and discussed stored data. The smart pass feature was disabled and low amplitude was noted for the patient's rhythm. Ts discussed troubleshooting options, with the device sensing vector reprogrammed. This device remains in service. No additional adverse patient effects were reported.